Event description:
It was reported that a nurse sustained a minor laceration while raising the IV pole. No medical intervention was required to treat the laceration but a tetanus shot was given to the nurse.